Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this rv lead was capped on (B)(6) 2019 due to failure to capture and oversensing. Should additional information become available, this file will be updated.